Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: one opening device on posterior side assessed, as fold flaw opening. Two openings on anterior side assessed, as surgical damage. White particles calcification-like were observed, on the shell. Brown particles were observed, on the shell. Crease is observed, wear abrasion is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Healthcare professional additionally reported the baker grade of the capsular contracture is iii. Patient undergone capsulectomy. Device has explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure.